Event description:
Procedure type: unknown. According to the reporter: the client reports that after the operation, a small metal part was found on the pt umbilicus; the part was retrieved but unfortunately thrown out. No injury was reported.

Manufacturer narrative:
(B)(4)